Event description:
The complainant reports that the handle of the device broke and, therefore, a stone could not be crushed and removed. The device was removed with the endoscope and the procedure was not completed. There were no reported adverse effects to the pt.

Manufacturer narrative:
The device has been received by this MFR, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.